Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Found the collimator filter stuck. Unstuck the filter and turn it off and on several times. Imaging system passed all tests and is up and running. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed an "error initializing collimator" message. The imaging system door was closed and restarted without resolution. The surgeon opted to complete the procedure without the use of the imaging system, and a c-arm was used to successfully complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
Patient information now provided.